Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced insulin flow blocked in tubing event on (B)(6) 2024. The blood glucose level was found to be high and patient took insulin pen. No further information.